Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. However, unit received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to a33 alarm. However, unit passed rewind test and displacement test. No rewind anomaly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had random or unexplained no delivery alarms, louder during rewind and going through batteries more quickly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.